Manufacturer narrative:
Customer did not provide serial number. The customer called back to cancel the work order. The customer indicated that they were obtaining assistance through another number. Good faith efforts were made to obtain additional information associated with this complaint evaluation, but there is no additional information available. It could not be confirmed that the philips device had a malfunction. The cause is unknown.

Event description:
The customer reported no audible red alarms on three central stations. The device was in use on a patient. There was no report of patient or user harm.